Event description:
It was reported that there was a "possible lead migration" on an implanted system. It was further noted that the patient had high im pedance measurements on the electrodes and that "she could not feel anything". The patient had a lead replacement surgery on (B)(6) 2012 and was "receiving coverage in needed areas" with the new implant.

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead, product ID (B)(4) lot# serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead, product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead, product ID (B)(4), lot# serial# (B)(4), product type recharger, product ID (B)(4) lot# serial# (B)(4), product type programmer. (B)(4).